Event description:
I am in my early 30s and have lichen sclerosus. My gynecologist has used the monalisa touch for his patients and said that he recommended 3 or 4 treatments both inside the vaginal canal and also outside on the vulva to try to get the condition under control. At the first treatment he used emla gel 15 minutes prior to the procedure to try to numb the area. The anesthetic cream did not work. The probe was almost impossible to insert due to narrowness of my anatomy. The treatment of the inside of the vagina was painful and became more excruciating and further the probe was withdrawn to the point where we could not continue. He then proceeded to treat the vulva area. It was unbearably painful so he used local anesthetic injections which did not stop the pain. He did ask me whether I wanted him to stop the procedure but I thought I needed to be more brave as I had been told the treatment was supposed to be painless. In total, the procedure took almost 40 minutes. I was covered in sweat by the end and could hardly sit down afterwards. I had a couple of rectangular laser burns on my vulva right near the vagina which were weepy and terribly painful for about two or three weeks after the treatment. My whole vulva was red and swollen and I felt like I had a bladder infection for weeks afterwards. Every time I urinated I felt like I was pouring lemon juice into cuts. This lasted for weeks. I believe that the monalisa touch procedure aggravated my lichen sclerosus immediately. The whole area was so irritated/swollen and burned that it caused more fusing. My ls has definitely progressed since I had this treatment. I have not seen any possible benefits whatsoever. I trusted my gynecologist and now I am so traumatized by the whole experience that I have had to change providers. I do not believe that my gynecologist set out to hurt me or anything - he really believes that this treatment has helped women with my condition.